Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient turned off the ins and did not charge the ins for 4-6 months because it was not helping with the pain in their right ankle. The ins was depleted and the patient was unable to charge it. The rep attempted to reset the device and the patient was sent home to continue the reset but the issue did not resolve and the device was not responding. Since the ins was not responding to the trickle charge the patient wanted it explanted. No further complications were reported.